Manufacturer narrative:
The complaint investigation for falsely elevated potassium (k) result on a chronic lymphocytic leukemia cancer patient, when using plasma sample on the alinity c processing module included a review of data and information provided by the customer, labeling review, search for similar complaints and ticket trending review. Trending review did not identify any trends for the issue for the product. The search for similar complaints for lot did not identify an increase in complaint activity for the issue. File sample analysis was not performed as the issue appears to be specific to the documented patient sample. As part of the troubleshooting the sample was collected three different times and was processed on three different processing modules and all generated similar elevated results. The sample was also rerun on the same reagent lot. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. Return testing was not completed as returns were not available. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated potassium (k) result on a chronic lymphocytic leukemia cancer patient, when using plasma sample on the alinity c processing module. Results were reported to the medical provider and were questioned by the medical provider. Sample was collected three different times and was processed on three different processing modules. The following data was provided. Instrument is validated to run serum and plasma samples. Sid (B)(6) on (B)(6) 2025; results were 6.7 mmol/l, repeat at ref lab(mt sinai) alinity 8.7 & advia 9.9 sid (B)(6) on (B)(6) 2025; results were 6.5 mmol/l. Sid (B)(6) on (B)(6) 2025; results were 7.4 mmol/l , repeat at ref lab( mt sinai) alinity 9.3 & advia >10. Additional information was provided on 14jan2025. Results for potassium are running high with the plasma samples compared to the serum samples, issue only occurring with the same one sample. Following data was provided. (B)(6) 2025; (B)(6) results from this analyzer 3.7, results from mt sinai (ref lab) were 3.7. Plasma samples were run for the comparison study only and results were as follows. This analyzer; 6.1, 7.4, 8.0, 8.0, 6.5, 6.7 mmol/l; reference analyzer ((B)(4) ); 5.9, 8.9, >10.0 mmol/l on (B)(6) 2025; mt sinai 4.5 using plasma, 4.4 advia siemens using serum. On (B)(6) 2025 mt sinai 3.4 using plasma, 3.4 advia siemens using serum. (Normal range 3.5-5.1 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1; one patient, three different draw and sid are (B)(6). Another draw was completed on (B)(6) 2025, sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium (k) result on a chronic lymphocytic leukemia cancer patient, when using plasma sample on the alinity c processing module. Results were reported to the medical provider and were questioned by the medical provider. Sample was collected three different times and was processed on three different processing modules. The following data was provided. Instrument is validated to run serum and plasma samples. Sid (B)(6) on (B)(6) 2025; results were 6.7 mmol/l, repeat at ref lab (mt sinai) alinity 8.7 & advia 9.9. Sid (B)(6) on (B)(6) 2025; results were 6.5 mmol/l. Sid (B)(6) on (B)(6) 2025; results were 7.4 mmol/l, repeat at ref lab (mt sinai) alinity 9.3 & advia >10. Additional information was provided on 14 jan 2025. Results for potassium are running high with the plasma samples compared to the serum samples, issue only occurring with the same one sample. Following data was provided. (B)(6) 2025; sid (B)(6) results from this analyzer 3.7, results from (B)(6) (ref lab) were 3.7. Plasma samples were run for the comparison study only and results were as follows. This analyzer; 6.1, 7.4, 8.0, 8.0, 6.5, 6.7 mmol/l; reference analyzer ((B)(6)); 5.9, 8.9, >10.0 mmol/l. On (B)(6) 2025; (B)(6) 4.5 using plasma, 4.4 advia siemens using serum. On (B)(6) 2025; (B)(6) 3.4 using plasma, 3.4 advia siemens using serum. (Normal range 3.5-5.1 mmol/l). No impact to patient management was reported.